Manufacturer narrative:
Analysis of the desktop recharger found nonconformances consistent with the alleged failure; the connector pin had broken and making a connection with that part was not possible. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that his desktop charger had a broken connector pin and he was unable to charge his implantable neurostimulator (ins) recharger. The patient stated that since the charger had broken, he was unable to recharge the ins and he is hurting. He had this pain for 20 years, but it stated hurting again on (B)(6) at noon. The patient stated he currently does not have a healthcare provider managing his ins, that he used to see someone in the (B)(6) pain clinic, but the doctor was no longer there. The patient was implanted for non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.